Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s grandmother reported via phone call that the insulin pump had stopped working. The customer¿s blood glucose level was unknown. Customer stated that after changing the battery, it worked for sometimes then, they got a battery error and they ended up purchasing three brand new batteries. Customer also stated that not all three batteries worked and then insulin pump was no longer turning on. The insulin pump will not be returned for analysis.